Manufacturer narrative:
It was reported that the cane broke and the end user fell fracturing her clavicle. We have not been provided any additional details. No sample was returned for evaluation. It is unknown if the cane broke causing the end user to fall or if the cane broke as a result of the fall. A root cause has not been determined, however due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
The end user fell while using the cane and fractured her clavicle.